Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance testing confirmed that the outer coil was not electrically continuous likely due to localized compressive stress on the lead. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable lead was explanted due to subclavian crush. Due to exit block the patient experienced syncope.